Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge catheter with no other devices. There was contrast and blood in the inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03115, 2134265-2014-03114, and 2134265-2014-03117. It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the highly diffused, severely calcified and severely tortuous right coronary artery (rca) with several extremely acute angles. The physician first used a 1.2 x 12mm emerge push balloon catheter to predilate the proximal to mid rca, then used a 1.50mm x 12mm emerge push balloon catheter, but it ruptured upon second inflation at nominal atmospheres. A 2.0 x 12mm nc quantum apex and a 2.5 x 15mm nc quantum apex balloon catheters were then used to predilate the lesion. 3.0 x 24 promus premier&#11040;3.5 x 24 promus premier, and 3.0 x 20 promus premier stent delivery systems were selected to treat the lesion but all three failed to cross the lesion and resulted in a noticeable flare in the distal part of the stents. Then a 3.5 x 28 synergy stent delivery system was advanced to the lesion but was still unable to cross. Several non compliant balloon catheters were used to break the plaque and a 3.5 x 28 synergy, 3.0 x 20 synergy, and 3.0 x 16 promus premier stent delivery systems were used to finish the procedure. No patient complications were reported and patient's status was stable.

Event description:
Same case as MDR ID: 2134265-2014-03115, 2134265-2014-03114, and 2134265-2014-03117. It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the highly diffused, severely calcified and severely tortuous right coronary artery (rca) with several extremely acute angles. The physician first used a 1.2 x 12mm emerge push balloon catheter to predilate the proximal to mid rca, then used a 1.50mm x 12mm emerge¿ push balloon catheter, but it ruptured upon second inflation at nominal atmospheres. A 2.0 x 12mm nc quantum apex and a 2.5 x 15mm nc quantum apex balloon catheters were then used to predilate the lesion. 3.0 x 24 promus premier¿, 3.5 x 24 promus premier¿, and 3.0 x 20 promus premier¿ stent delivery systems were selected to treat the lesion but all three failed to cross the lesion and resulted in a noticeable flare in the distal part of the stents. Then a 3.5 x 28 synergy stent delivery system was advanced to the lesion but was still unable to cross. Several non compliant balloon catheters were used to break the plaque and a 3.5 x 28 synergy, 3.0 x 20 synergy, and 3.0 x 16 promus premier stent delivery systems were used to finish the procedure. No patient complications were reported and patient's status was stable.